Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: olympus could not identify the foreign material from provided information. Olympus presumed from the provided information that the foreign material could not be removed due to physical damage of the device even the user conducted reprocessing properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There was no patient involvement.